Event description:
This lead became dislodged several times during the implant; however the physician finally found an acceptable position and the pocket was closed. In the post op check non capture was noted and this lead was found to be dislodged again. The physician reopened the pocket and replaced this lead with a competitive lead.